Manufacturer narrative:
(B)(4). Investigation summary: a device history record review was completed by our quality engineer team for provided material number 306595 and lot number 9140980. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. Investigation conclusion: based on the investigation carried out and with no sample analysis the symptom reported by the customer could not be confirmed. We will continue monitoring the complaint trend for the lot and symptom. Root cause description: with no sample received and no photo provided a potential root cause could not be offered. This lot was produced for (B)(4) units; therefore, the cpm is (B)(4). Rationale: further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd posiflush¿ normal saline syringe tip cap was found to be broken. The following information was provided by the initial reporter, translated from (B)(6) to english: "when the nurse performed PICC maintenance for the patient, the sterilization was complete, and the flush was used to flush the tube for the patient. It cannot be connected to the positive pressure connector. Replaced the new irrigator. The bolus was successfully injected, the flush was checked, and the tip cap of the flush was found to be broken, and the head nurse was informed".